Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The surgeon performed a routine arthroscopy to check on knee pain that the pt had been complaining of. The surgeon noticed that the patellar component had detached from the patella. The surgeon manually replaced the patellar component, sizing it up from a 32mm patellar component to a 35mm patellar component.

Manufacturer narrative:
After review of the feedback from the makoplasty specialist who supported the surgery, it was concluded that the loosening of the patella component was due to the surgeon's manual preparation of the patella i.e., surgical technique. It was also confirmed by the surgeon after his review of post-operative x-rays that the loosening was due to the manual cut he made on the patella and not related to the quality of the mako product used in this surgery.